Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6) displayed a tcmid:05 (coolant diff failure) error was confirmed during the event log review but was not reproduced during the functional testing at zoll. Further investigation revealed the possible root cause of the intermittent tcmid:05 error as a malfunctioning lm34 temperature sensor, likely attributed to the device's aging. The thermogard system was manufactured in 2017 and is over seven years old. Unrelated to the reported complaint, a cracked assembly top cover close to the air trap holder was noted upon visual inspection. The observed physical damage was likely attributed to user handling. The assembly top lid needs to be replaced to address the observed physical damage. The event log review indicated multiple tcmid:05 errors around the reported event date, confirming the reported complaint. The thermogard system passed the functional testing without error, and the reported tcmid:05 was not reproduced throughout the testing. The technical evaluation revealed a malfunctioning lm34 temperature sensor as a possible root cause, and it needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6) .

Event description:
During the device check, the thermogard xp ivtm system (sn (B)(6) displayed a tcmid:05 (coolant diff failure) error. No patient involvement.